Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable infusion pump. The indications for use were cerebral palsy and intractable spasticity. It was reported that the pump and catheter were removed on (B)(6) 2012 due to wound infection. No outcome, troubleshooting, or cause of the infection were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.